Event description:
It was initially reported that during implant surgery high impedance was received when the lead was connected to the generator. The lead was removed and replaced with a different lead. It is unk if any troubleshooting was performed prior to replacement of the lead. A nurse that was present at the surgery stated that everything appeared normal with the surgery. The lead was returned to the MFR for eval. Product analysis is planned but has not been completed. Good faith attempts to gain more info have been unsuccessful to date.